Event description:
It is reported that the indication for the revision surgery was failed back surgery/scoliosis. Levels treated were t12-s1 (revision of dynesys implants at l3-4 and 4-5) with a final construct comprised of depuy spine expedium pedicle screw system. Dynesys implants were given to the pt. There was no specific malfunction of the dynesys construct noted. There was no fusion demonstrated at the previously treated l3-4 and 4-5 levels.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. According to the event description that was received, no product failure occurred. A cause for this specific clinical event cannot be ascertained from the information provided. A product failure cannot be confirmed. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time. Zimmer (B)(4) considers this case as closed. (B)(4).